Manufacturer narrative:
Other text: a device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Investigation completed on a smiths medical medfusion 3500 pump. Physical condition of device revealed top case chipped and cracked on corners, cracked battery door and right plunger case. Event log revealed multiple alarms of syringe plunger not in place. During testing event was validated and confirmed alarm. The cause is believed to be contamination inside plunger head. Plunger board, force sensor and plunger cable replaced. Device then passed all functional and delivery testing. Other maintenance completed were: replaced damaged top case, barrel guide, right and left plunger cases and battery door. Replaced worn barrel spring. Upgraded the motor mount and worm gear. Installed cable guard, cleaned, greased and calibrated the device, performed power up process, occlusion test and passed . This issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. D5 and e4 are unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
Information received a smiths medical cadd medfusion syring pump 3500 intermittent main board issue. No adverse patient events reported.